Event description:
Patient underwent total elbow arthroplasty in 2003. Radiographs indicated condyle lock screw components had migrated and disassociated and revision surgery was performed in 2005 to replace condyle kit and screws.